Event description:
This report is based on information provided by philips remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint that the tempus pro touchscreen issue was found during bench repair. The device was not in use at the time; therefore no reports of delays or patient impact.